Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via FDA air letter "the introducer for the PICC did not pull apart as expected and stayed connected to the PICC line causing the entire line to be pulled out."